Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer also stated after the troubleshooting error alarms were reoccurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected pump error 54 or pump error 3 or pump error 28 alarms during testing however, pump error 54 alarm and pump error 3 and pump error 28 alarm are found in the formatted history file due to a software error.